Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a revision procedure the patient had a wound dehiscence at the ipg site. The patients wound was irrigated and medical tapes were used to close the wound. The physician will be adding sutures on the wound.